Event description:
A malfunction code labeled malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to call back if any issues reappear, which they acknowledged and understood.